Event description:
The product complaint report shows the customer alleged that the ventilator keyboard locked up and the audible alarm was non functioning. The hospital's bio-med replaced the front panel display board as well as the main power switch. There was no report of any pt harm or injury. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.